Event description:
It was reported that the thoracic grasper instrument shaft was discolored and there was a portion of it with paint rubbed off during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the shaft was discolored and there was a portion of it with paint rubbed off. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a piece missing roughly 1.0125 above the snake wrist. Failure analysis also observed that the instrument main tube shaft was bent at the distal end. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.